Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
During primary surgery, the stem sat proud on initial insertion. While trying to seat in the femoral canal, the patient's bone fractured and the porocoat was coming off the stem. All was removed from the patient. This caused a 20-minute surgical delay.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra 2 meter was reverting to the set up mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 6:45 am the patient noted the reported meter had reverted to the set up mode immediately after the battery had been replaced; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Twenty minutes afterwards, the patient experienced the symptom of blurred vision. She did not seek any medical attention or treatment. According to the owner's booklet, this meter may display the set up mode after the battery has been replaced to allow the settings to be updated. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.